Manufacturer narrative:
The stent remains in the patient. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event .the reported patient effect of stenosis is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2017, the patient presented with myocardial infarction. The procedure was to treat a thrombosed lesion in the right coronary artery. A 3.5x18mm xience alpine stent was implanted using low pressure dilatation, preventing distal embolic plaque from going further. On (B)(6) 2018, during a follow-up consultation, an intravascular ultrasound was performed and 50% stenosis was confirmed but no treatment conducted, and it was determined to be under observation. The physician explained there was no product problem. No additional information was provided.